Manufacturer narrative:
A visual examination of the returned device sample revealed that the lumen was cut below the hub leaving a 5cm portion of lumen attached to the hub. The remaining internal portion of the lumen was not returned. A functional examination revealed a hole in the venous side of the lumen to hub junction. The hole is only visible when the lumen is manipulated away from the hub. The device was implanted and functioned for 1 year 3 months with no reported problems. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors that may have contributed to this event.

Event description:
The patient is being connected the following way: suction from venous part and return to arterial part. Suction and return was switched (suction from arterial part and return to venous part) and a rupture appeared.